Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that a no disposable pump won't run alarm occurred with 1 cadd legacy cassette 100 milliliter with flow stop. Cassette lot information not provided. Pump replacement sent. Patient switched to backup pump with no further alarms. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4) . No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper sticker was not present and rear label was removed. There was no impact or corrosion damage to case or liquid crystal lens. During functional check, the reported complaint was not duplicated. No impact or corrosion damage was found to case or liquid crystal display lens. No fault found and no action taken.